Manufacturer narrative:
Descriptions of changes: field g1-2: updated to "contact office". Field g7: updated to "follow-up #: 1". Field h2: updated to "device evaluation". Field h3: added "evaluation summary attached". Field h6: updated type of investigation to "10". Investigation findings code to "115" "332". Updated investigation conclusions code to "18" and "19". Field h10: added description of changes.

Manufacturer narrative:
The device was first investigated by the manufacturer, but the affected component was not returned to manufacturer. As the device is an end of service device, no spare part or repair could be performed by the manufacturer. The device is the customer's property. The return of the device (with the affected component) is under negotiation with customer.

Event description:
A healthcare professional (hcp) reported that during a case, the brake of the opmi visu 200 failed. This caused the microscope head to lose balance and hit the patient's forehead. The patient sustained a cut on the forehead and required four stitches.